Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer treated for the high with the pump. The wife states the highs were attributed to orthopedic issues. The wife states there may be infection at the site. The customer was advised to take care. No further assistance provided at this time.